Event description:
It was reported to boston scientific corporation that spaceoar vue device was implanted during a spaceoar vue placement procedure performed, on an unknown date. The spaceoar vue procedure was completed with no reported patient complications. However, the next day the patient reported that the hydrogel had extruded through his rectum. During the imagery review, "some" rectal wall infiltration anteriorly was clearly noted. The plan for treatment and/or plan for diagnostics weren't confirmed or reported. The patient's status remains unknown at the time of this report, despite good faith efforts.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Manufacturer narrative:
Additional information: block b5 and block h6 have been updated based on additional information received november 10, 2022. Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure performed on an unknown date. The spaceoar vue procedure was completed with no reported patient complications. However, the next day the patient reported that the hydrogel had extruded through his rectum. During the imagery review, "some" rectal wall infiltration anteriorly was clearly noted. The plan for treatment and/or plan for diagnostics weren't confirmed or reported. The patient's status remains unknown at the time of this report, despite good faith efforts. Additional information received november 10, 2022: it was further reported the spaceoar vue implant procedure had been performed under general anesthesia and that fiducials were administered transperineally prior to the implant. The patient's planned radiation treatment, external beam, is on hold.